Manufacturer narrative:
A system check was performed on (B)(6) 2010 and met the specifications. An 8 point precision run with the patient sample also met the assay specifications. The customer also ran 3 levels of qc for 5 times. All results were within the established ranges with good precision. The customer is not questioning any other results or assays. Service was not dispatched for this event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a no value digoxin result with an ind flag generated by access 2 immunoassay analyzer for one patient sample. The result was not reported out of the laboratory. Subsequent testing produced results within and above the normal reference range. The customer did not report effect to patient or user attributed or connected to this event.